Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was randomly turning off and gave them a shocking sensation in their tailbone. It was noted that the patient also had the shocking issue during the trial. The patient confirmed the therapy was off per the programmer. The patient felt the stimulation in the labia and was getting therapy relief when the ins was on. Follow up information received from the representative on (B)(6) 2017 reported that the patient was to be seen today. It was suggested an impedance check and x-ray be performed. The cause of the shocking/ins turning on and off had not been determined. The issue had not been resolved at the time of report. There were no further complications reported or anticipated.